Event description:
It was reported that 6 inch hep lock ext set would not flush and was difficult to connect. The following information was provided by the initial reporter: event 1: material #: 20035e batch/ lot #: unknown it was reported that the extension set would not flush. Event 2: material #: 20035e batch/ lot #: unknown it was reported that the syringe was difficult to connect. Not the first time had difficulty w/item; today unable to draw blood off site w/use of 2 different luer locks, then attempted to flush extension tubing w/saline to save IV site and would not flush (in mean time, pt bleeding on floor); will not use this item again unless absolutely necessary as each time have had difficulty of some kind -pt c/o pain as tubing to stiff and pulls on IV site, difficulty getting syringe to connect.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the extension set would not flush, and it was reported that the syringe was difficult to connect. The customer complaints could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20035e because a lot number was not provided by the customer. Due to no samples being received, investigations could not be performed and root causes could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 6 inch hep lock ext set would not flush and was difficult to connect. The following information was provided by the initial reporter: event 1: material #: 20035e, batch/ lot #: unknown. It was reported that the extension set would not flush. Event 2: material #: 20035e , batch/ lot #: unknown. It was reported that the syringe was difficult to connect. Not the first time had difficulty w/item; today unable to draw blood off site w/use of 2 different luer locks, then attempted to flush extension tubing w/saline to save IV site and would not flush (in mean time, pt bleeding on floor); will not use this item again unless absolutely necessary as each time have had difficulty of some kind -pt c/o pain as tubing to stiff and pulls on IV site, difficulty getting syringe to connect.